Event description:
On (B)(6) 2014, it was reported that a sign im nail implanted at (B)(6), was replaced on (B)(6) 2014 at (B)(6), due to a non-union condition.

Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union condition is unknown. The original im nail was replaced with a 10mm x 340mm standard nail, using two proximal screws and two distal screws. The post op x-ray shows an additional plate used to secure the fracture on the proximal end. Fracture repair and healing is always unique to the patient and the fracture. Guidance on the best practices for sign im nail surgeries are included in the sign technique manual. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union conditions as part of our post market activities.